Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report a hypoglycemic event and an out of range signal on (B)(6) 2014. Patient lost consciousness and was treated with juice by store manager. Patient visited physician on (B)(6) 2014, who adjusted insulin pump. Patient did not report any further medical intervention. At the time of the call with dexcom technical support, patient feeling ok.

Manufacturer narrative:
(B)(4).